Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received the catheter total length and useable length of the catheter was measured within specification. The catheter tip was found to be pre-shaped and the tubing at the proximal edge of the distal marker band was found to be torn. Per the echelon IFU (instructions for use): prior to use, carefully examine the micro catheter and packaging to verify that they have not been damaged during shipment. Remove shaping mandrel from card and insert into distal tip of the catheter. Carefully bend catheter tip and shaping mandrel to desired shape. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds.) Allow catheter tip to cool in air or saline prior to removing mandrel. Remove mandrel from catheter and discard. Multiple shaping is not recommended.

Event description:
Medtronic received information that prior to the embolization procedure, during steam shaping of the echelon catheter, the tip broke. It was reported that the physician steam shaped the catheter and after 30 seconds, when removing the shaping mandrel, the catheter tip was found broken. No patient injury was reported.